Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Per the instructions for use: "all wounds/incisions should be monitored frequently. Remove aquacel ag surgical cover dressing when clinically indicated(i.e. Leakage, excessive bleeding, suspicion of infection or at 7 days)". No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
An orthopedic surgeon reported that over that past six months, the majority of his patients have experienced contact dermatitis under the duoderm border of the aquacel ag surgical dressing. The surgeon stated that in the operating room the routine is hibiclens, chlorhexidine and then the dressing is applied. The dressings are used on post operative knees and remain in place for fourteen days. Upon removal of the dressing without using an adhesive remover, a raised erythematous rash was present only under the duoderm border ; no blistering is observed. The surgeon referred the patients to a dermatologist where they were treated with a prescription steroid cream and benadryl; the rash cleared after about a week. It is unknown as to the number of dressings/patients are associated with this reported complaint issue.